Event description:
Information was received from an MRI technician regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The caller reported that the stimulator was removed but the leads remain implanted. The device was removed as it was not working any longer. The patient has had multiple mris in the past and 11 back surgeries. The event date was unknown but the caller indicated that the device was removed in 2011. MRI guidelines were sent. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.